Event description:
It was reported that a trained physician attempted to achieve arteriotomy closure using the starclose device after an interventional procedure to administer chemo into the patient's liver. The device became stuck. The physician kept pressing the vessel locator button, gave the device a good tug and it came out. Hemostasis was achieved from the device. There was no pt injury reported. There is no additional info available.

Manufacturer narrative:
The returned device was fully deployed. The external and internal components were in the correct post-deployed positions with the exception of the vessel locators. The locator wings were severely prolapsed and broken. This finding is consistent with high distal forces being applied to the locators during deployment preventing them from proximally collapsing intothe tube set. The broken wings and the compacted tissue found between the locators are consistent with tissue compression during tube set advancement. These findings support the experience of "difficult removal". The root cause for the broken and prolapsed vessel locators are undetermined. No malfunction was detected. Review of the history record (DHR) for this device did not produce any findings relevant to this investigation.